Manufacturer narrative:
Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510(k): den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. There were trace amounts of dried blood on the exterior of the device. When tested as returned, the device did not spray. The co2 cartridge did not discharge upon deactivation of the device and the co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device sprayed with weak flow. The device was disassembled and no powder was seen in the tubes between the powder chamber and on/off valve or the tube between the powder chamber and low pressure valve. A visual inspection showed that the powder chamber cannula and the hole in the bottom of the powder chamber were clear. The low pressure valve was disassembled and powder was found on the orange o-rings, but not on the black o-ring. The regulator was pressure tested and found to be outputting low pressure. At this time, the peg on the regulator that connects to the tubing of the device broke off due to the disassembly therefore, no further testing could be conducted. The regulator was disassembled for inspection and all components were present. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause for report of unable to spray is unknown, the investigation identified the regulator component as the likely contributor but could not isolate the specific cause. A corrective action has been initiated concerning device failure of being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product manufactured was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook hemospray endoscopic hemostat. Per the physician, shortly after he started using it, it ran out of carbon dioxide (co2). It is unknown if they had used both catheters with this device or not. Used another of the same device to complete procedure. The adult olympus endoscope was used in straight position, not retroflexed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.